Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient presented due to dizziness and the implantable pulse generator (ipg) had reached elective replacement indicator (eri) and exhibited a pacing problem, which was observed by exit block and no capture with high outputs on the right ventricular (rv) lead and left ventricular (lv) lead. They physician also noted the right atrial (ra) lead and lv pacing impedance values were undefined. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.